Event description:
Pt was revised due to loosening of the stem and osteolysis.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the known product and lot code since release for distribution in 1993. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the hip stem product code has been inactive/obsolete since march of 2004. Should additional information be received,the complaint will be reopened. Depuy considers the investigation closed.